Event description:
As reported by the study, upon admission to the study, this pt presented with restenosis of a previously placed cypher stent in the left circumflex. Lesions treated during the index procedure included the mid right coronary artery (rac), the mid circumflex, the proximal left anterior descending artery (lad) and the proximal left circumflex. Five months post procedure the pt underwent CABG. Angiography prior to the CABG revealed 50% focal in-stent stenosis in the mid rca with no peri-stent pattern. There was no aneurysm at the site of the procedure. Timi iii flow was recorded. There was 0% restenosis in the mid circumflex with no peri-stent restenosis pattern and no aneurysm at the site of the procedure. Timi iii flow was recorded. There was also 0% restenosis in the lad with no peri-stent pattern and no aneurysm at the site of the procedure. Timi iii flow was recorded. In the proximal circumflex, there was 30% focal in-stent restenosis with no peri-stent restenosis pattern and no aneurysm at the site of the procedure. Timi iii flow was recorded. Double CABG was performed on the rca and the lad without revascularization of the target lesions. Immediately post procedure, the pt had auricular fibrillation treated by medication, sub-occlusive syndrome with spontaneous favorable evolution. Post chirurgical evolution was favorable. One week later, the pt experienced sudden cardiac death. There was no evidence of stent thrombosis or myocardial infarction. An autopsy was not performed. The event was classified as unrelated to the study devices and index procedure. This pt presented to the cardiac catheterization unit and 3-vessel disease was found. Four lesions were treated during the index procedure. The primary indication for intervention was unstable angina pectoris (troponin negative or unk). Pre-procedure ck and troponin were within normal limits. Pre-procedure medications included aspirin, clopidogrel, statins and ace inhibitors. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on an 85% focal in-stent restenotic lesion (after phytis stent) in the mid right coronary artery (rca) of 12mm in length in a 3.0mm vessel diameter. The (b) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0x10mm balloon at 12 atmospheres (atm) before a 3.0x13mm cypher select plus stent was deployed at 12 atm with satisfactory results. Post-dilatation was conducted with a 3.0x13mm balloon at 12 atm because the stent was not fully expanded. The residual diameter stenosis was 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. Pci was performed next on a 70% focal in-stent restenotic lesion (2.5x33mm cypher stent) in the mid circumflex of 16mm in length in a 2.25mm vessel diameter. The (b1) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. A 2.25x18mm cypher select plus stent was deployed at 12 atm by direct stenting with satisfactory results. Post-dilatation was not conducted. The residual diameter stenosis was not documented. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used. Pci was performed on a 75% de novo lesion in the proximal left anterior descending artery (lad) of 10mm in length in a 2.5mm vessel diameter at a bifurcation requiring double guidewire. The (b1) concentric lesion was characterized as ostial, a smooth contour, little to no calcification and thrombus absent. A 3.0x13mm cypher select plus stent was deployed by direct stenting at 12 atm by v-stenting/kissing stenting with satisfactory results. The residual diameter stenosis was 0%. Thrombin inhibition in myocardial infarction (timi) flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. Pci was performed on a 40% de novo lesion in the proximal circumflex of 16mm in length in a 3.00mm vessel diameter at a bifurcation requiring double guidewire. The (b1) concentric lesion was characterized with a smooth contour, ostial, little to no calcification and thrombus absent. A 3.0x18mm cypher select plus stent was deployed by direct stenting at 12 atm by v-stenting/kissing stenting with satisfactory results. The residual diameter stenosis was 0%. Thrombin inhibition in myocardial infarction (timi) flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. Post-procedure ck and troponin were within normal limits. There were no procedural complications and the pt was discharged two days later. Post-procedure medications included permanent aspirin, clopidogrel for 1 month, statins and ace inhibitors. During the 1-month follow-up, the pt was asymptomatic for anginal symptoms. Post-procedure medications remained the same. No new adverse events or surgeries were reported.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Add'l info is not available. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. We cannot disassociate thrombosis as this pt's cause of death per arc guidelines. Restenosis and thrombosis are known potential adverse events associated with coronary artery stenting. Pts who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the info provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, the pt's severe cad and the post-CABG critical status may have contributed to this pt's death. This is one of five devices associated with the reported events that were submitted under the following manufacturing numbers 9616099-2008-01509, 9616099-2008-01510, 9616099-2008-01511, 9616099-2008-01512 and 9616099-2008-01513.